Event description:
Lead management case to prophylactically remove a sprint fidelis ICD lead (implanted in 2005). The ep fellow extracted the lead in minimal time with a 16fr glidelight. Upon removal of the lead and sheath the arterial line showed a decrease in pressure. Anesthesia began the rescue attempts by administering medications while tee was being reviewed; the heart border was noted to be normal and no effusion was seen. The blood pressure continued to drop so the cardiac surgeon performed a thoracotomy where a 7cm svc tear was discovered. Access was made to do bypass however the vessels were too small. The decision was made to discontinue rescue efforts, the patient did not survive.